Manufacturer narrative:
H6; code 400: damaged firing mechanism. Visual inspection & results: lockout position; fired. Cartridge condition; 1/3 fired. Cartridge return batch number; h0064h. Instrument number; 299. Functional tests & results: condition of firing trigger lockout, damaged. Condition of pinion gear; good. Condition of short rack; good. Condition of yoke; good. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
The device was used during a laparoscopic salpingo-oophorectomy procedure. It was reported the first ez35w closed without difficulty and fired, but did not sound right. After releasing the jaws, the blade was found to have cut, but the staples were half formed and formed inconsistently. The surgeon cauterized the staple lines. The device was reloaded with an evu35 and the closure was better, but the firing did not sound right again. When the jaws were released there was a large amount of bleeding and the surgeon closed the device across the tissue and cauterized the staple lines. The 3rd firing was with the ez35b and the closure sounded good, but the staples were malformed. The staple lines were cauterized to complete the procedure. There was no consequence to the pt.